Manufacturer narrative:
Based on the events as reported and not having the sample returned for evaluation, no conclusion can be made. There was no reported additional surgical intervention taken to locate the missing connector. Multiple attempts have been made to obtain additional information with no response from the contacts. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) released for distribution in may, 2018. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
It was reported that on (B)(6) 2019 following an unspecified procedure using a bard ventralight st w/ echo 2 ps a count was taken and the echo ps was noted to be missing one of the seven (7) mesh to frame connecters. As reported a count of seven (7) was made prior to the procedure and at the end of the procedure they only accounted for six (6). There was no patient injury reported.